Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006.

Event description:
It was reported that during stage 1 of the patient's advanced trial, the procedure was aborted after the patient was given anesthesia without intubation. The needle was placed in the foramen and although the procedure progressed normally, prior to the lead being placed, the patient began coughing and vomiting bile into the oxygen face mask. It was determined that the patient needed to be flipped supine to clear and maintain airway. The products used for the lead placement were removed, and the procedure was cancelled. There were no device issues.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device; however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "cough" and "vomiting" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that during stage 1 of the patient's advanced trial, the procedure was aborted after the patient was given anesthesia without intubation. The needle was placed in the foramen and although the procedure progressed normally, prior to the lead being placed, the patient began coughing and vomiting bile into the oxygen face mask. It was determined that the patient needed to be flipped supine to clear and maintain airway. The products used for the lead placement were removed, and the procedure was cancelled. There were no device issues.